Event description:
Customer states: "female, dx, crf, dm, cacx. Pt admitted in hospital. Nine days later pt is set for nephrostomy operation and placing pigtail nephrostomy tube 8.3fr. Keep drainage, a few days later doctor found that the hub adapter of pigtail has been detached from catheter, but catheter remained in place so the leakage of urine occurring around defect catheter. The case set or surgery again for removal of defected pigtail and apply a new one (non-cook catheter) by dr. A few days after, the pigtail dislocate from kidney. Five days later dr set or to remove the pigtail and placing new catheter once again (use cook new set) 080008 same lot no. After 5 days hub adapter of catheter displaced once again. A week later, the case on surgery to remove pigtail and she is situated admission (ICU)."

Manufacturer narrative:
One used catheter with separated fitting was received with the fitting to be slightly tightened. Upon closer examination, it was noted that there was no adhesive present on the threads or inside the fitting. The catheter was placed back together with the fitting. When the fitting was tightened down and pulled on the catheter, the flare held; however, when slightly loosened and pulled on, it was noted that the flare pulled out. The catheter from the first procedure was not returned. Two catheters sets from separate lot numbers were pulled from stock. Each set was opened and it was noted that the fittings were glued. When pulled, the catheter did not pull free. Each fitting was then disassembled and noted to have adequate flares. An investigation has been initiated to determine the root cause of this incident. When further info is obtained, it will be forwarded.